Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v852753, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The patient noticed symptoms returned the day prior to the report. Stimulation was increased on program 3 but she could not feel anything. It was noted that therapy was on. It was noted that the patient was currently in a pain stimulator trial, which could be related to the issue. The patient then changed to program 4 and was feeling stimulation. It was noted that the change in therapy and symptoms was considered sudden. It was noted that the patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.